Manufacturer narrative:
This report is submitted on november 8, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced pain at the implant site and lack of clinical benefit with device use. Subsequently the device was explanted on (B)(6) 2018 and it is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction : the correct date of event is (B)(6) 2018; not (B)(6) 2018 as previously reported and the correct explant date is (B)(6) 2018; not (B)(6) 2018. This report is filed on december 19, 2018. (B)(4).